Event description:
The customer reported that on avalon fm20 fetal monitor it was needed to verify for "speaker equip malfunction". Audible alarm is not confirmed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on avalon fm20 fetal monitor it was needed to verify for "speaker equip malfunction". Audible alarm is not confirmed. The device was in use. There was no reported patient/user injury.